Event description:
The pt uses a wheelchair due to back problems and ms. In 2000, when leaving a store, the pt's chair "took off" and went over a curb and tipped over. The pt was injured and required medical treatment the next day. The pt saw a dr and got pain medication. The complainant, who is the pt's family member, attributes the wheelchair malfunction to emi (electromagnetic interference).